Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On 02-sep-2025 the user¿s caregiver reported that the user experienced hypoglycemia with bg readings of 61 mg/dl and 59 mg/dl, with a nadir of 58 mg/dl. The user was able to treat the low bg by consuming juice and later a meal without assistance from a caregiver. No ems or hospitalization was required.